Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and complex reg pain syndrome type I. It was reported that the patient had been unable to charge the recharger (insr) from the a/c power source. Patient confirmed that the desktop charger connector pin was broken. Patient said the implant helped her target leg pain was 60% usually, but they had a return of pain because they have been unable to charge the insr and ins as a result of the broken desktop charger connector pin. No further allegations/complications were reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin broken. All fdm, fdc and fdr applied to pli desktop charger. If information is provided in the future, a supplemental report will be issued.